Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 20 mmol/l. The customer is unsure if support cap is ok due to language barrier. The customer stated that the device was not exposed to strong magnetic field or MRI. The customer is unable to rewind. The customer agreed to same day swapped. The customer was advised to remained disconnected and revert to back up plan.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during testing noted and the motor passed motor test. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with cracked case at the display window corner and minor scratched display window.